Manufacturer narrative:
The reported issue of incorrect intake volume documented in ehr could not be confirmed; no product or device logs were returned for investigation. Patient information: diagnosis: prematurity ((B)(6)), neonatal resp failure, rds of newborn, macroglossia.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, "bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the her pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data. FDA safety report ID # (B)(4)." It was reported that the device sent the wrong volume data to the patients electronic record during a lipids infusion. The customer further stated that decision making for the patient's care is made based on the data sent to the patients medical record by the pump. Inaccurate data could lead to changes in care and is viewed as a serious medical event. The customer later reported that there were no adverse effects to the infant patient from the event.